Event description:
It was reported that the patient heard their device toning and presented to the clinic. A lead integrity alert (lia) triggered due to short interval counts (sic) on the right ventricular (rv) pace/sense portion, however, the left ventricular (lv) lead is the lead that is plugged into the rv pace/sense port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, implanted: (B)(6) 2005. (B)(4).